Event description:
It was reported the device was used to perform a laparoscopic assisted vaginal hysterectomy in 2005. There was no reported device malfunction. The pt returned to the emergency room four months later complaining of right abdominal pain. An x-ray was taken and revealed that there was a foreign object just to the left of the midline. A laparoscpic procedure was performed six days laters, and a device reload was removed from the pt. The reload did not appear to have been fired. The reload is being retained by the hosp. There were no other reported pt consequences.